Event description:
It was reported the catheter was placed into the pt's arm on (B)(6) 2013. A couple of days later, the floor nurse noticed that when injections were attempted, the meds being injected were backing up into the other lumen. They were not power injecting the catheter. The clinician went into the chart and saw the pt went to CT but said they did not power inject. As a result, the catheter was removed 12 days after placement and a new PICC was placed in the opposite arm. There was a delay in treatment with no pt harm and no pt death or complication reported.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.